Event description:
Same case as MDR ID: 2134265-2015-00085. It was reported that a burr became stuck on wire. Vascular access was obtained via the femoral artery. The non totally occluded, eccentric, de novo stenosed target lesion was located in the severely calcified right coronary artery. A 1.25mm rotalink¿ plus and rotawire were used and advance to treat the target lesion. During the procedure, the burr was advanced until the y connector and it was then noted that the burr was stuck on the wire and was impossible to advance. The burr was removed from the rotawire and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there were no damages noted. The coil proximal to the handshake connection was observed to be kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00085. It was reported that a burr became stuck on wire. Vascular access was obtained via the femoral artery. The non totally occluded, eccentric, de novo stenosed target lesion was located in the severely calcified right coronary artery. A 1.25mm rotalink¿ plus and rotawire were used and advance to treat the target lesion. During the procedure, the burr was advanced until the y connector and it was then noted that the burr was stuck on the wire and was impossible to advance. The burr was removed from the rotawire and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).